Event description:
Device was returned for service. During service, technician indicated the device was dirty, oiled, corroded. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side is broken. This is attributed due to faulty care and maintenance. Maintenance is not frequent. Also found submerged equipment. Synthes equipment is not designed to be submerged. Normal maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.